Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead were removed from service due to 'malfunction'. The patient was admitted to the hospital after receiving inappropriate shocks. Both the lead and ICD were removed.